Event description:
A physician was using a gel mark ultra biopsy site marker during a biopsy procedure on removal of the application from the mammotome biopsy probe the md observed that the tip had sheared off. The md was able to suction the tip from the patients breast. There was no pt adverse effect.